Manufacturer narrative:
Initial reporter occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on mesh fixation during a laparoscopic ventral hernia repair, there was difficulty loading the reload onto the handle, difficulty pressing the ¿push reload¿ button and difficulty with navigating the lock and unlock button. They opened a new same device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the timing was disengaged. Three 10r device loading unitss with proper timing and a full complement of tacks were received. No scratches were noted on the inner tube of the dlu. The handle could be actuated and the unit cycled properly with no dlu attached. Additionally, the articulation knob functioned properly. The returned dlus could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu. However, since no dlus were received, it cannot be determined if the disrupted timing is a result of improper loading of a dlu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.